Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller with performing the pump reset. After the reset, the pump no longer displayed the cgm error code, and the caller successfully started their sensor session.